Event description:
Left knee painful [arthralgia], trace effusion, more prominent on the right knee than the left [joint effusion], lower extremities have a trace of edema [oedema peripheral]. Case description: a spontaneous report was received on (B)(6) 2011 from consumer regarding a (B)(6) male pt, initials (B)(6) with osteoarthritis. The pt's medical history was significant for synvisc in (B)(6) 2010, radiation treatment for smoldering myeloma, spinal surgery, and synvisc-one in (B)(6) 2010. On an unspecified date in (B)(6) 2011, the pt received synvisc one, 6 ml in his left knee. He stated that his left knee was painful for about two days following the synvisc-one injection and that arthritis in his right elbow had become extremely painful making it difficult to use his right arm. Treatment included mobic (meloxicam), cobroxin topical gel, and tylenol (acetaminophen). The action taken with synvisc-one was not provided. The pt's outcome for left knee painful was recovered. The pt's outcome for arthritis in his right elbow was not provided. Concomitant medications were not provided. Add'l info was received on (B)(6) 2011 from the pt's nurse of the (B)(6) pt. Add'l medical history included former smoker, skin cancer removed from his face, arm , and back, left knee pain, osteoarthritis in the right elbow diagnosed on (B)(6) 1988, cortisone treatments, synvisc series (B)(6) 2010, right elbow osteoarthritis, and spinal surgery on an unk date in (B)(6) 2011. On, (B)(6) 2011, synvisc-one (lot number p1101) was administered into the left knee. She could not provide causality as the pt never reported the left knee pain to her office. Add'l info was received on (B)(6) 2011 from the nurse in the form of office notes. Add'l medical history included tonsillectomy, back surgery, allergy to contact cold medicine, former alcohol user, smoldering myeloma, radiation burn, knee and elbow crepitus, knee effusion, right elbow loss of motion, bilateral knee pain, and gained weight. The pt had come back to the office on (B)(6) 2011 complaining of a weeks worth of knee soreness. The pt had a trace effusion which was slightly more prominent on the right knee than the left. He was ambulatory without any assistive devices. The lower extremities had a trace of edema, but otherwise neurovascularly intact. The physician discussed going ahead with a steroid injection for the left knee and possibly synvisc on the right. The pt refused and opted to have steroid injections bilaterally. This was dispensed in sterile fashion with 40 mg of depo-medrol (methylprednisolone sodium succinate) and 6 cc of 1% lidocaine. The pt was to return to the office within the next three months. The pt's outcome was not provided. The relationship between synvisc-one and the events were not provided by the reporting nurse.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot number p1101, exp date 1/31/2014 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk of the product is not affected by the report.